Manufacturer narrative:
Ap radiograph was provided but it could not confirm the rod disassociation. There was no reported accident and the patients activity level was said to be normal. It is unknown if fusion has been achieved. Examination of the device found no thread damage but possible tulip splay suggestively related to excessive force yet no root cause was determined. No additional investigation can be completed at this time. Label review: "potential adverse events and complications - as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries. Potential risks identified with the use of this system, which may require additional surgery, include bending, fracture or loosening of implant component(s) loss of fixation." "If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant." "Cross connectors are designed specific to the rod diameter and cannot be used on the tapered section of tapered rods. If using cross connectors on tapered rods, only attach them on constant diameter rod sections. Care should be taken to insure that all components are ideally fixated prior to closure." "All lock screws should be final- tightened with the counter-torque and torque t-handle. Do not final-tighten through compression instruments (e.g. C/d rack and figure 8 compressor) in the set, as the rod may not be able to normalize to the tulip." "All lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final-tighten through compression instruments (e.g. C/d rack and figure 8 compressor) in the set, as the rod may not be able to normalize to the tulip." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Post-operative warnings: during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications."

Event description:
On a (B)(6) 2021 a revision procedure occurred to extend the existing construct to l2 utilizing rod connectors. The patient heard a noise coming from their back on a unknown date and it was discovered in a subsequent follow up at that the right side rod has disassociated. A revision occurred on (B)(6) 2021 to adjust the slipped rod. The surgical wound was closed, that day subsequently it was discovered the left side rod had slipped as well. It was reported that the cross connector was at fault for the slippage. No revision has occurred or was planned at the time of reporting for the second slipped rod.